Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that there was a multiple flat spots along the distal shaft. The tip is slightly flattened. The distal shaft by the collar is damaged causing it to stick out. Microscopic inspection revealed no additional damages. There is blood present inside the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 14-aug-2019. It was reported that the device could not cross the lesion. A 145 guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the device could not cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient was stable. However, device analysis revealed that the distal shaft by the collar is damaged causing it to stick out.